Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor initially failed to pair with the ilet, after which pairing was restored through sensor toggle and re-pairing, and glucose readings resumed on the ilet. Symptoms included no reported clinical effects despite a documented blood glucose of 69 mg/dl. Outcomes included self-treatment with oral carbohydrates and no need for medical assistance or hospitalization. Investigation included customer support troubleshooting that guided device re-pairing and verification of successful data transmission. Investigation of this case revealed a temporary pairing failure between the cgm and the ilet with successful resolution after re-pairing, and no device component damage was reported. It was concluded, based on previously established findings for similar reports, that the cause was user device re-connection resolving a transient communication issue.